Manufacturer narrative:
The handgrip was not returned to the manufacturer. The manufacturer conducted testing to determine the force required to break the handgrip as used at the hospital where the incident occurred. The handgrip broke into 3 pieces when a force of 40kgf or more was applied from the front to the section gripped by the patient. At the hospital where this incident occurred, the handgrip broke into 4 pieces. It is assumed that excessive force must have been applied to the handgrip, i.e., patient tried to support their weight by gripping the two sections of the handgrip. This would have applied an excessive load resulting in damage to the handgrip. Safety precautions are provided in the operation manual stating that the handgrip may be damaged if a load of 20kgf or more is applied and that if the system is used for an elderly patient, to give additional assistance. Per the operation manual "do not apply a load greater than 196 n (20kgf). If a load greater than 196 n is applied to the handgraip, the patient may fall, the handgrip may be damaged or bent, or system malfunction or damage may result.." The manufacturer will be notifying customers by mail to caution about applying an excessive amount of weight to the handgrip (i.e., greater than 20 kgf). The manufacturer has concluded that user error caused the problem, and not the fault of the equipment.

Manufacturer narrative:
It was reported by the customer that during an x-ray the patient started to fall. The patient attempted to stop his/her fall by grabbing the left vertical bucky handle. The handle subsequently snapped and the patient fell on the floor hitting his/her head. The patient was standing for the x-ray and allegedly seemed fine. The patient was asked by the tech if he/she was ok to stand and said yes. The patient was instructed to hold onto the grap bars and take a deep breath. The tech was in the control area to annotate and set up for the next image when the tech heard a crack and a crash and went back into the area to find the patient sliding down to the floor. The tech thought the patient may have fainted. The patient was examined by a nurse and a doctor and sent for a CT scan. The CT scan showed no injuries. (Taken from the hospital patient safety review report) the part is being replaced.

Event description:
A patient fell during a chest x-ray.